Event description:
A user of the model 3100a reported that its oscillating driver apparently stopped while on pt based on no obvious chest vibrations in the pt. The pt was placed on another type of ventilator without any statement of compromise to the pt.